Manufacturer narrative:
This report is filed december 10, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the transmitter coil became hot to the touch with device use. There is no allegation of patient injury. The coil has been removed from service and replaced with a new unit. The device has been received by the manufacturer for analysis.